Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump display was blank. The customer¿s blood glucose level was 1056mg/dl at the time of the incident. The customer reported that the patient has been getting a no delivery and has a broken belt clip. The customer gave himself a bolus and got a no delivery alarm and customer had been having issue with the battery life and after getting a battery cap the pump shuts off and customer changes the battery and it takes about 3mins for pump to come and then it will shut out again after getting a no delivery alarm. Customer states the insulin exited during 5.0 unit fixed prime. Customer states the cannula is not bent. The customer was getting no delivery alarm and has a broken belt clip. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump passed self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted. Pump received with corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.